Manufacturer narrative:
The guide wire was returned inside the protective tubing with the j-straightener over the wire without any visible blood. The iab catheter was not returned for evaluation. A photo was provided and reviewed. The returned guidewire was found to be kink inside the j-straightener approximately 3.8cm from the j-tip. The evaluation confirms the reported problem. The kinked guide wire may have occurred during removal from the packaging. However we are unable to conclusively determine how the kink occurred because we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period jun-19 to may-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Reference complaint # (B)(4).

Event description:
It was reported that when the customer open the insertion kit of the intra-aortic balloon (iab), the guide wire was kinked. They immediately opened another box to use a new insertion kit. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when the customer open the insertion kit of the intra-aortic balloon (iab), the guide wire was kinked. They immediately opened another box to use a new insertion kit. There was no patient harm or adverse event reported.